Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It was reported that the machine did not alarm. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was provided upon follow-up with the user facility. Blood was noted within the top compartment of the dialyzer at the end of the treatment. The blood was not noticed until after the patient was reinfused. The patient was able to complete their treatment on the machine and did not experience any blood loss. However, a blood test strip was used, and it tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. No defect or damage was seen on the dialyzer. The patient was given prophylactic antibiotics per the doctor, "to be safe". Following the event, the machine was rinsed and bleached, but it was not pulled from the floor. The biomedical technician from the facility determined no machine repairs were needed. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were two photographs provided by the facility. The first shows the bottom portion of a dialyzer connected to a machine. There appears to be blood in the blood lines, in the header cap, and within some of the fibers, which is normal as the dialyzer was being used in treatment. The second photograph shows the upper portion of a dialyzer connected to a machine. There appears to be blood in the header cap, with what appears to be air bubbles in the threads, and within some of the fibers, which is also normal for a dialyzer being used in treatment. There was no conclusive evidence of an internal leak shown in the provided photographs. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
Additional information was provided upon follow-up with the user facility. Blood was noted within the top compartment of the dialyzer at the end of the treatment. The blood was not noticed until after the patient was reinfused. The patient was able to complete their treatment on the machine and did not experience any blood loss. However, a blood test strip was used, and it tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. No defect or damage was seen on the dialyzer. The patient was given prophylactic antibiotics per the doctor, "to be safe". Following the event, the machine was rinsed and bleached, but it was not pulled from the floor. The biomedical technician from the facility determined no machine repairs were needed. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.